Event description:
It was reported that the pump "worked well the first week, then not at all; but at refills, the right amount of liquid was in the pump". No pt symptoms were reported. The pump was explanted. The pump delivered marcaine (concentration and dose not reported). Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Final device analysis revealed procedural non-conformance. The pump capillary tubing was occluded. Analysis results confirm the reason for device return.